Manufacturer narrative:
Device still implanted.

Event description:
Patient is experiencing tethering on his stimulation lead due to improper routing of the lead around the digastric tendon. A revision surgery will be required to address this issue.